Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of sensing. The physician attempted to reposition the lead but the helix would not extend, so the lead was subsequently explanted and replaced. No patient symptoms were reported.